Event description:
It was reported that the patient was having connect to power and low battery alarms while connected to the mobile power unit (mpu). The mpu was replaced and the alarms resolved.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect and low voltage alarms while connected to the mobile power unit (mpu) was confirmed via analysis of the returned mpu. The returned mpu (serial number: (B)(6)) was evaluated by service depot and during testing the reported event was reproduced after connecting the mpu to a test system controller and mock circulatory loop. The mpu was forwarded to product performance engineering (ppe) for further analysis. Ppe evaluation of the returned mpu revealed a tear in the patient cable was also observed, exposing the underlying protective layers and shielding. Electrical evaluation of the cable revealed that the gray (relative state of charge (rsoc)) and yellow (redundant positive voltage) were shorting to the shielding and to one another. A section of the cable jacket was removed at the location of the damage to the cable to inspect the underlying wires, revealing that the gray (rsoc) and yellow (redundant positive voltage) wires were damaged, and exposing the inner conductors. Inspection of the damaged wires indicated that the exposed conductors could short to the shielding and short to one another; this would result in the observed and reported atypical power cable disconnect and low voltage alarms while connected to the mpu. No other issues were observed with the patient cable. The reported event was determined to be due to damage to the gray and yellow wires; however, the root cause of the damage could not be conclusively determined. The device history records were reviewed and the records revealed that the mobile power unit (mpu), serial number (B)(6) was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on 28nov2022. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including power cable disconnect and low voltage hazard alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the mpu and the patient cable. Heartmate 3 patient handbook section 6 ¿ "caring for the equipment" describes how to care for and clean all equipment, including the mpu patient cable. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the mpu patient cable for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.